Event description:
New information indicates the device was reprogrammed to deactivate the right atrial (ra) lead in order to resolve this event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, over-sensing resulting in automatic mode switch was noted on the right atrial (ra) lead. Technical support was contacted, and ra lead dislodgement was suspected. No intervention has been performed at this time, and the patient is currently only being monitored. The patient was stable following this event with no adverse consequences.